Manufacturer narrative:
This device was received, evaluated and retained by this manufacturer. The evaluation started that the device analyzed had broken wires. The root cause of the wires breaking is a combination of the assembly (knot typing process) and possible material variation in the wire used to form the basket. Multiple checks are in place within the manufacturing process to inspect for broken wires as well as other manufacturing anomalies. These incidents may be caused by the amount of force exerted on the basket wires. Our directions for use state: "warning: this device must not come in contact with any electrified instrument. Caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force...objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope. However, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported that during a therapeutic percutaneous stone retrieval procedure, the basket would not close all the way- the wire had loosened and the small fragments could not be retrieved. Two more baskets were tried but also would not close. The fourth basket functioned successfully. There were no pt complications.